Event description:
Procedure type: hemorrhoidectomy. According to the reporter: after stapling, there was staple line bleeding observed. The bleeding areas were sutured using proline 2.0 suture there was no tissue loss and the case was not extended by more than 30 minutes. The patient's hospital stay was extended by 1 day.

Manufacturer narrative:
(B)(4). The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation.

Manufacturer narrative:
(B)(4).